Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle hub separated from 2 syringes. No serious injury or medical intervention was reported. Verbatim: "material no. 928857, batch no. 8022776. It was reported that needle hub separated from 2 syringes. Verbatim: consumer reported needle hub separated (two from separate bags, same box). Problem occurred about two weeks ago. Does not re-use. Lot # 8022776, product # 928857, exp 01-2023. Sending mail kit and replacement product.".

Manufacturer narrative:
Customer returned (2) loose 31g 8mm 1ml cc insulin syringes. Consumer reported needle hub separated. The returned syringes were examined and were found to have broken barrel tips which separated the needle-hub/shield assembly from the rest of the barrel. A review of the device history record was completed for batch# 8022776. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200737445] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure (broken barrel tips). Probable root cause is likely to be a jam on the ffs (form fill & seal) equipment, during formation and packaging of the polybags. When this type of event occurs, any portion of the syringe and/or component(s) may be involved in the jam and exhibit varying degrees of damage, such as that which is noted from the returned sample.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle hub separated from 2 syringes. No serious injury or medical intervention was reported. Verbatim: "material no. 928857 batch no. 8022776. It was reported that needle hub separated from 2 syringes. Verbatim: consumer reported needle hub separated (two from separate bags, same box). Problem occurred about two weeks ago. Does not re-use. Lot # 8022776, product # 928857, exp 01-2023. Sending mail kit and replacement product."